Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported the pump flow was at pressure eight then when the patient was transferred there was a drop in the pump flow. The clinical specialist advised the team to check the anticoagulation state in the next hours. The patient remained on impella support and was successfully weaned.